Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads (from the same lot) for off-label use. It was reported stimulation had not been providing pain relief for the patient (event date is unknown). Reprogramming to provide resolution was unsuccessful. In turn, the patient underwent a trial procedure on (B)(6) 2015. Unfortunately, the trial procedure was non-beneficial. The patient is undecided on the next course of action, and plans to meet with another doctor for a second opinion.